Manufacturer narrative:
The insulin pump had a compromised force sensor alarm during the prime/compromised force sensor system test at 4.0lbs due to a faulty force sensor resistor. The pump was also received with a minor scratched display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was trying to change her infusion set but the motor is not detecting her reservoir. Customer stated that the insulin pump is spitting a stream of insulin during the prime process. Customer had repeated compromised force sensor system alarms. Customer's blood glucose was 96 mg/dl. Customer stated that insulin was squirting out during the manual prime process. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.